Manufacturer narrative:
Based on the claim against the product by the customer noting the jaw of the instrument had physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar instrument was analyzed and found to have thermal damage on the bipolar yaw pulley at the distal end, exposing the electrode. There was no conductor wire insulation damage observed. Electrical continuity was tested and passed. The complaint regarding damage on the jaws was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable malfunction due to the following conclusion: this complaint is considered a reportable event due to the following conclusion: the instrument had thermal damage on the bipolar yaw pulley and passed the electrical continuity. Although there was no arcing reported by the customer, the thermal damage is potentially indicative of stray energy. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had physical damage. The procedure was completed with no reported injury.